Event description:
Patient presented to the physician with pain at the chest incision site, radiating toward the neck incision. The pain was also preceded by a severe cough. Upon evaluation, an infection was determined. Physician prescribed antibiotics and ordered a CT scan for further assessment.

Event description:
Patient presented back to the physician with continued pain at the chest incision site. Imaging revealed migration of the stimulation lead over the right clavicle, suspected to be the source of pain. Physician brought the patient into the or, and upon surgical exploration of the area, the stimulation lead was found coiled at the clavicle. Physician uncoiled the stimulation lead, repositioned and tucked the lead under the tissue, re-sutured, and closed.